Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review could not be completed because no serial number was provided. Because the device was not returned to mmdg, no investigation could be completed. This report is being filed for the delay in therapy that the patient experienced due to the complaint.

Event description:
The initial reporter stated that the pump had alarmed an error code 12. They stated that this resulted in the patient missing two overnight feedings. Mmdg did follow up with the initial reporter, who stated that the patient had not experienced any adverse effects due to the complaint. (B)(4).